Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water between the chamber's dome and base during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt225 infant ventilator circuit was found leaking water between the chamber's dome and base during use.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d2b: product code updated to bze section d4: model and catalog # updated to rt225 section d4: lot number updated section d4: expiration date updated section d4: UDI details added section g3: date corrected section g4: PMA/510(k) number updated section h4: date of manufacture updated section h11: user instructions updated section h11: method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information, photographs, and videos provided by the healthcare facility, and our knowledge of the product. Results: a review of the provided photographs and videos confirmed that the mr290v humidification chamber was leaking water between the chamber's dome and base. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the leak. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant ventilator circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water between the chamber's dome and base during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information, photographs, and videos provided by the healthcare facility, and our knowledge of the product. Results: a review of the provided photographs and videos confirmed that the mr290v humidification chamber was leaking water between the chamber's dome and base. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the leak. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v humidification chamber state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber.